Manufacturer narrative:
H6: investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 0317003 was satisfactory and no quality notifications were generated during manufacturing and inspection. Filling, autoclaving and formulation processes were within specifications. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr is reviewed to confirm the following: --the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. --all autoclave parameters conformed to the validated cycle parameters for this product. --the minimum f0 for this product was met. The complaint history was reviewed, and no other complaints have been taken on this batch. Retention samples from batch 0317003 (100 tubes) were available for inspection. No cap, media, or tube defects were observed in 100/100 retention samples. Ten uninoculated retention tubes were tested. Five tubes were placed into a 20 to 25 degrees celsius incubator and five tubes were placed into a 33 to 37 degrees celsius incubator. At seven days incubation, no microbial growth was observed in 10/10 incubated retention tubes at either temperature, and under ultraviolet light there was no increased fluorescence. Returns were received to assist with the investigation. Received 52 tubes in a shipping box with bubble wrap. There was no evidence of contamination seen in 52/52 return tubes. For further investigation ten uninoculated return tubes were tested. Five tubes were placed into a 20 to 25 degrees celsius incubator and five tubes were placed into a 33 to 37 degrees celsius incubator. At seven days incubation, no microbial growth was observed in 10/10 incubated retention tubes at either temperature, and under ultraviolet light there was no increases florescence. The complaint cannot be confirmed. Bd will continue to trend complaints for contamination. H3 other text: see h10.

Event description:
It was reported that while using 6 bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml contamination was observed by the laboratory personnel. A gram stain was used to confirm the results. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "it was reported that customer was seeing gram negative rods in mgit tubes. Customer performed qc on panta, and several times, it grew methylobacterium. Paracraurococus was also isolated from one qc vial. 3 patients also had organism, but it was not reported."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using 6 bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml contamination was observed by the laboratory personnel. A gram stain was used to confirm the results. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "it was reported that customer was seeing gram negative rods in mgit tubes. Customer performed qc on panta, and several times, it grew methylobacterium. Paracraurococus was also isolated from one qc vial. 3 patients also had organism, but it was not reported".